Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID: neu_unknown_cath, product type: catheter.

Event description:
Information was received from a healthcare professional (hcp), and a patient who was receiving 10 mg/ml morphine at a dose of 2.997 mg/day via an implantable infusion pump for non-malignant pain and other chronic/intract pain (trunk/limbs). It was reported that the catheter came loose during a hurricane and they did an x-ray. It was reported they had to reconnect the catheter. The patient reported that they didn¿t give them a bolus when they did the surgery which put them into withdrawal. The patient did not know when the event took place but stated it was "several years back." No further complications were anticipated/reported.

Manufacturer narrative:
Updated to reflect the date of the event per the information received on 2017-oct-11. Describe event or problem: updated to reflect the information received on 2017-oct-11. MFR contact info: updated to reflect the address of the device manufacturer facility. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 2017-oct-11 from the patient's healthcare provider (hcp). It was reported that this event occurred "10 years back". No further information was provided.